Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had to return to the operating room for explant of a zxt375 23.5 diopter intraocular lens (iol) due to incorrect lens power. The lens was explanted from the patient's right eye and replaced with a zxt300 22.0 diopter iol. There was no incision enlargement, vitrectomy or sutures required. There was no patient injury post-op. No further information was provided.